Manufacturer narrative:
A couple of photos were shared by customer, where a damage/collapsed seal on tego is observed, no additional damage or anomalies are observed. No mating device was shown. The complaint can be confirmed. The probable cause of holes/cuts/torn is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrected information can be found in: -d10 concomitant products -e4 - initial report sent to FDA -h6 medical device problem code (resistance may not have been a complete no flow malfunction) -h6 component code (seal is more precise and granular of a selection). Adhesive was added per investigation for the solvent application issue.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. E1 initial reporter phone number: (B)(6). Additional reporter: (B)(6).

Event description:
The event involved a tego® connector where it was reported when attempting to withdraw 3ml (as per policy) there was resistance. When the 3ml syringe was removed the silicone detached. Device was changed out. It was stated they proceeded to the next lumen and the same scenario occurred. The tego was changed. There was unknown harm reported.